Manufacturer narrative:
Investigation summary: the customer reported the feeding set was leaking at the distal end. No patient injury/harm reported. A device history record (DHR) review was unable to be completed as the lot number was unknown. One used sample was received for evaluation. Visual inspection and functional testing performed found the device operated as intended without fault. This complaint will be treated as not confirmed and additional action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding set is leaking at the distal end. No patient injury was reported.